Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat jaw broke off during a therapeutic sleeve gastrectomy procedure an fell into the patient cavity. The device was replaced and the procedure was completed. There was no reported patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the probe was broken around the outer pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating the device fell into the patient's abdomen and was retrieved with a laparoscopic grasper. No additional imaging was needed. The piece was visualized immediately and removed immediately from the abdomen. There was no delay. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained regarding the reported event. The following sections have been updated: a2, a3, a4, a6, b2, b5, d4 (lot number), d9, h6. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.